Event description:
It was reported via repair work order that the zoom surges while in steer due to damaged load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.